Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, device interrogation revealed that the pacemaker was in backup mode. As a result, the device was not implanted. No patient involvement or harm was reported.

Manufacturer narrative:
Further information was requested but was not received.